Event description:
After one year with saline implants, I have a mixed connective tissue disorder. I know a friend with the same situation. I think there is alot more out there not reported. Dates of use: 2002 - 2008.